Event description:
While performing service prior to preventive maintenance, the respironics service technician noted a diagnostic code in log history indicating a vent inop occurred due to a pressure sensor failure. It is unknown if the device was in use when the vent inop occurred, however, there was no reported patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The customer did not report a vent inop occurrence during any usage. The service technician was unable to duplicate the reported problem during service testing. Performance verification testing was completed on the ventilator, and all tests passed per operating specifications.